Event description:
User claims to have found metal on a tampon after it was withdrawn from the body. User has not indicated that she experienced any adverse reaction or condition as a result of using the tampon. User did not seek medical intervention. FDA complaint coordinator contacted first quality hygienic inc. On 10/28/1999 to determine the tampons manufacturing location and to request first quality hygienic, inc. Share the investigation findings with FDA.